Event description:
Same case as MFR # 2134265-2009-03216. It was reported that post a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the mildly tortuous, mildly calcified mid left anterior descending (lad) artery. The lesion was not predilated. An unknown size taxus express2 stent was deployed. Post the initial stent implant procedure, angiography identified 75% restenosis inside the previously deployed stent. A flextome cutting balloon was inflated twice to nominal pressures. When the physician attempted to retract the device into the non-bsc guide catheter, resistance was encountered at the tip of the guide catheter. The physician was able to remove the device by manipulating the guide catheter. Patient status reported as "good."

Manufacturer narrative:
(B) (4)